Event description:
A malfunction was reported with a code displayed as "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After the reset, the malfunction code did not recur, and it was resolved that the customer could continue to use the pump. The customer was also instructed to call back if the issue reappeared and confirmed their understanding of the instructions.